Event description:
It was reported that the patient presented for an implant procedure on (B)(6)2023. During the procedure, it was noted that the guidewire was difficult to advance when the right atrial (ra) lead was inserted. The lead was not used and was replaced. The patient was reported to be recovering from the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The lead was evaluated with the stylet and no restrictions/obstructions were found. No indication of conductor fractures and internal shorts was observed during electrical testing. No anomalies were found upon visual and x-ray examination.

Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance stylet could not be confirmed. Final analysis found that as received, a complete lead was returned in one piece clogged with blood/tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. No restriction/obstruction was found when the lead was evaluated with the stylet. No anomalies were found on the lead upon visual x-ray examination.